Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin flow block alarm. Blood glucose value at the time of event was 192 mg/dl. The customer was treated with manual injection and assisted/self treatment of severe glycemic excursion. The event involved product(s) mmt-1884, mmt-332a, mmt-399a, and mmt-7040a. Troubleshooting was partially performed and the customer has tried all remedies. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a, mmt-399a, and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08790 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: 000322261167 event date of 26-feb-2026 and related svn#: 000321982889 event date of 26-jan-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: 000322261167 event date of 26-feb-2026 and related svn#: 000321982889 event date of 26-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 2 days from the related svn#: 000321982889 event date of 26-jan-2026 and 1 week from the primary svn#: 000322261167 event date of 26-feb-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 25-jan-2026 during bolus/basal/prime deliveries. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the primary svn#: 000322261167 event date of 26-feb-2026. However, multiple no delivery alarm/insulin flow blocked alarm were also found on 18-feb-2026 and 27-feb-2026 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: 01/25/2026 09:49:00.000. Replace battery alert was found on: 01/25/2026 19:20:00.000. Insert battery alarm was found on: 01/25/2026 19:29:58.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for low battery alert and replace battery alert. No unexpected low battery alert and low battery alert noted during testing. Lostsensor1alert (780) was found on: 01/25/2026 19:35:00.000, 01/25/2026 19:45:00.000. 02/20/2026 15:40:00.000. 02/20/2026 16:24:00.000. Sgcalibrationerror (776) was found on: 02/20/2026 22:29:35.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.04 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.